Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system, used in finger-stick blood glucose testing, protrudes outside the dial cap and did not retract after use. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.